Manufacturer narrative:
We have received the complaint device for evaluation and we were able to confirm the reported incident. We detected a pinhole on the inflation channel of the irrigation arm towards the common carotid balloon. The channel is formed by inserting a heated probe between 3 to 6 mm into the inflation lumen. The root cause of this issue was determined to be a manufacturing error- the probe teared the outer wall of the inflation lumen during forming the channel for inserting the inflation arm and since glue is normally not applied on this section, the defect was not fixed. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The current rate of occurrence for this defect is within our expected rate of occurrence. However, we have made our manufacturing operators aware of this issue and retrained them on this manufacturing step. We believe this awareness will act to minimize its recurrence. The issue was detected during pre-use check and the device was not used. Procedure was completed using another shunt that they have in stock.

Event description:
During pre-use check, surgeon detected a leak at the inflation arm- irrigation arm joint towards the common carotid balloon. Device was not used in the patient. Procedure was completed using a different shunt.